Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers noted during testing. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
The customer reported via phone call that the numbers were ramping on their own. The customer's blood glucose was 154 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.